Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller was successfully walked through the process. After performing the reset, the caller did not encounter the cgm error code again and was able to start their sensor session successfully.